Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was working fine but they thought that some suture was left in the battery pocket and had fluid and swelling that wanted it out. It was decided to have the system removed. It was unknown if the issues resolved. There were no further complications reported or anticipated.